Manufacturer narrative:
The product is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Satisfactory measurements were not achieved upon initial placement. The helix was retracted and lead repositioned but the physician was unable to re-extend the helix. The lead was removed and an alternate product implanted. No adverse patient effects were reported.